Event description:
It was reported that an 840 ventilator had an oxygen sensor reading out of range. The ventilator was not on a patient at the time of the event. The covidien service engineer (se) inspected the device and replaced the oxygen sensor to correct the issue. Required tests and calibrations for this repair were completed in accordance with current service manual.